Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported replacement of the power supply. No further information is available at this time. The customer reported there was no patient involvement.

Manufacturer narrative:
.